Event description:
The customer reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the knife wire broke on the first energization of the subject device. Another similar device was used to complete the procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The subject device was returned to olympus for evaluation. Upon inspection and testing, the wire coating was observed to be torn and the broken part was burnt and melted. The outer diameter of the knife wire was measured with no identified abnormalities. There were no missing parts in the subject device. It was confirmed that there were no problems with the length of the knife wire and wire coating, and that there were no defects in the actual product. No other abnormalities were observed that could lead to breakage of the knife wire could be confirmed. Based on the results of the legal manufacturer¿s investigation, the potential causes for the knife wire break are listed below; however, a definitive root cause could not be determined. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated, and the cutting wire became hot instantly. This caused the cutting wire to break. The instructions for use state: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device.